Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported with the adc device. A customer reported while scanning, a loss signal issue was encountered therefore, the alarm did not work. As a result, the customer experienced symptoms described as ¿difficulty in awakening¿ and a loss of consciousness and was unable to self-treat, requiring treatment of sugar water by the son. No further details were reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage is observed on the sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. The sensor was activated with a good-known reader and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), signal loss message was observed. Therefore , issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported with the adc device. A customer reported while scanning, a loss signal issue was encountered therefore, the alarm did not work. As a result, the customer experienced symptoms described as ¿difficulty in awakening¿ and a loss of consciousness and was unable to self-treat, requiring treatment of sugar water by the son. No further details were reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
A signal loss issue was reported with the adc device. A customer reported while scanning, a loss signal issue was encountered therefore, the alarm did not work. As a result, the customer experienced symptoms described as ¿difficulty in awakening¿ and a loss of consciousness and was unable to self-treat, requiring treatment of sugar water by the son. No further details were reported. There was no report of death or permanent injury associated with this event.